Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that eight curved needles could be observed in the image provided. Five of the needles were attached to sutures. Four of the visible sutures appeared purple and one appeared red. Three of the needles were identified to be bent. One needle was bent proximal to the swage, one was bent near the needle tip, and one was bent near the needle tip and proximal to the swage. Due to the quality of the images the condition of the needle tips could not be reliably evaluated for any breaks. It was reported that the needle was broken and component was disengaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the needle was bent. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the tip of the suture went missing and the remaining portion was bent. The surgeon reassured the healthcare team that it was not inside the patient. X-ray was discussed, but the surgeon confirmed it would be too small to locate with an x-ray. The surgeon searched the drapes, operating scrub trolley, and operating floor without success in locating it.